Manufacturer narrative:
The investigation for the high purge pressure has been completed. Pump was returned for investigation. There was biomaterial present around the impeller and in the purge gap and the high purge pressure was reproduced. No blood ingress was observed. Data logs were returned and investigated and a motor current was observed followed by a rise in purge pressure was observed over the span on 18 minutes leading to the high purge pressure and purge system blocked alarms. These are the characteristics of biomaterial ingestion which was confirmed in the product. Therefore, the root cause of the high purge pressure issue was biomaterial. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported a patient was on impella cp support due to anterior st elevated myocardial infarction. While on support, the pump began to have suction which lead into a purge pressure high alarm on p6 with purge pressure being 1057 and impella flows decreased to 1.8 liters. The staff decreased the p level to p5 and the patients blood pressure dropped to 87/59. At p5 the flows were 2.1/2. The motor current was flat and a purge system blocked alarm was present as well as a suction alarm. At this time it was apparent that the pump was not functioning properly and the doctor made the decision to exchange the pump for a new one. Once the new pump was placed the doctor decided not to proceed with any more interventions at this time. The patient was unable to tolerate dialysis. With sedation on hold, patient still not responsive. The patient¿s family had meeting with physicians and decided to withdraw and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."